Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the scar site was very nasty looking and with lots of scar tissue. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The ra lead remains in service.